Manufacturer narrative:
One (1) actual sample was received for evaluation. Visual inspection identified broken occluder feet. Functional testing including leak testing, clear passage testing and clamp function testing were performed. Leak testing and clamp function testing failed due to the broken occluder feet. The reported issue was verified. The cause of the broke occluder feet was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after use of about two or three days, the twist clamp was damaged and fluid leakage was noted when the twist clamp was closed. The event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.